Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. However, a photo of the complaint device was provided by the physician. Visual evaluation of the photo provided by the physician showed a loop detached inside the patient and outside the patient. Consequently, confirming the reported complaint of loop detachment of device or device component. The cable detaches from loop cannula (loop cannula/loop wire detach in patient) is a known failure mode with a harm of hemorrhage- moderate and per the fmea is performing within its anticipated risk profile. Based on the information available and the analysis performed, the most probable root cause for this problem is cause not established. The investigation findings do not lead to a clear conclusion about the cause of the reported event. This probable cause was selected since the information available about the event is not enough to determinate what could have led to the event reported and the device was not returned for evaluation. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used to treat a polyp in the colon during a cold polypectomy procedure on an unknown date. According to the complainant, during the procedure and inside the patient, the snare was placed around a normal polyp and upon pulling the device, the snare loop was torn off. The torn snare loop had to be retrieved from the colon using pliers. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be okay.